Event description:
On (B)(6), 2014, the patient underwent treatment of an inflammatory abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported a conformable gore tag thoracic endoprosthesis was also implanted in the descending thoracic aorta just above the celiac artery to treat a penetrating ulcer. The procedure was reportedly uneventful, and the patient did well post-operatively. On (B)(6) 2014, follow-up imaging identified enlargement of the penetrating ulcer, a possible aortoesophageal fistula and infection, and an occluded lower left renal artery. It was reported that on (B)(6) 2014, open thoracic repair was performed whereby a grossly infected ctag device was explanted, and the thoracic aorta was repaired with a surgical graft. The cause of the infection is reportedly unknown. The gore excluder aaa endoprostheses remain implanted, and no additional procedures were performed during the open repair. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: medications - aspirin, calcium, clopidogrel, docusate, prednisone, and simvastatin. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The exact cause of the fistula and infection could not be determined with the provided information.